Event description:
It was reported that the attachment device was humming, but would not work. The event was not reported to have occurred during surgery. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of event was unknown. Several attempts have been made to obtain additional information concerning the reported event; however, no additional information has been provided. A supplemental medwatch report will be submitted if further information is received.

Manufacturer narrative:
The manufacturing location was unknown. The serial number was unknown. Therefore, device manufacture date is unknown. The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the ball bearings or oscillating head were damaged. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to normal use over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
During subsequent follow-up with the reporter, additional information was provided. The reporter clarified that the event occurred during a tibial tuberosity advancement surgery at a veterinary facility. The reporter clarified that the device was humming but was frozen and would not oscillate. The reporter stated that the humming was not a normal noise the device made. As a result, there was a five minute delay in the surgical procedure. A spare device was available for use. There was canine patient involvement. There were no injuries, medical intervention or prolonged hospitalization associated with this event. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.